Manufacturer narrative:
As received, a lead was returned. Visual examination found no anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020- 03484. Related manufacturer reference number: 2017865-2020- 03487. It was reported that patient developed an infection. The pulse generator, the right ventricular and right atrial leads were explanted. The patient was in stable condition. A new system was implanted on (B)(6) 2020, the infection had cleared and the patient was discharged home.